Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 501 mg/dl. The customer stated that they had blood ketones of 1.1 mmol/l. The customer treated for high blood glucose with the manual injection . The insulin pump will not be returned for analysis.